Event description:
It was reported that post-sensed t-wave oversensing was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event, and the patient was in stable condition.